Manufacturer narrative:
An event regarding loosening of an abg ii stem was reported. A review by a clinical consultant confirmed shell malposition. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. -medical records received and evaluation:a review by a clinical consultant noted: the stem is grossly loose and has subsided more than 1-cm. The stem is undersized relative to the femoral bone diameter and further shows radiolucent lines around distal stem section plus pedestal formation and slight cortical hypertrophy below and around the stem tip area. The cup has a very low inclination of 26° while anteversion is absent as evident by the straight line projection of the cup opening circle. There is a radiolucent line present in the lower cup zone (charnley-delee zone-3) although cup stability still appears reasonable possibly also due to the supplemental screw fixation. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: an acute overload condition as caused by a traumatic fall of the patient contributed to stem loosening in a prior weak stem-bone interface due to chronic overload by cup malposition and an undersized stem. If additional information such as device details and/or device become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
A revision of a hip prosthesis implanted on (B)(6) 2010 at (B)(6) hospital was needed because the stem subsided in the femur, due the diagnosis of coxa vara anchilotica. On (B)(6) 2016: as per clinical consultant, the cup was reported to be malpositioned.